Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user experienced a severe low blood glucose (bg) event, reaching 35 mg/dl. The agent suggested changing some targets on the ilet. The user required assistance from family members due to extreme disorientation, shakiness, faintness, and difficulty articulating. The low bg was corrected/treated with glucose tablets, gels, and a banana. The ilet alerted for low bg. Lowest blood glucose (bg) recorded was 35 mg/dl. There was no medical intervention required at the time of call.